Manufacturer narrative:
Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available.

Event description:
It was reported the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site on the skin, causing the cannula to dislodge. As treatment, a new pod was applied.